Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an ureteroscopy procedure. According to the complainant, during the procedure, the balloon kinked and would not pass over the guidewire. The physician completed the procedure with another uromax ultra balloon dilatation catheter with no patient complications. The condition of the patient following the event was reported as "fine".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an ureteroscopy procedure. According to the complainant, during the procedure, the balloon kinked and would not pass over the guidewire. The physician completed the procedure with another uromax ultra balloon dilatation catheter with no patient complications. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
A visual and tactile examination revealed the shaft was severely kinked at the base of the strain relief. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) with no leaks noted. A vacuum was pulled and the balloon deflated with no issues noted. The device was passed over a 0.038" guidewire where it met with a restriction at the base of the strain relief where the kink was located.